Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field- h8. Due to character limitation, below field are added from e1- event site address-2 (B)(6). A getinge field service engineer (fse) checked the cardiosave #b machine, equipment number 6515-070-0001/17/66, found that the logfile had fault code #37 related to the warning autofill fail - iab disconnect. Checked the machine using the all manifold test: all pass, method - calibrate drive regulator: value was in the range, can be used normally. Run the test through the trainer. The machine can run the test. No autofill fail symptoms were found.

Event description:
It was reported by customer that before use,the cardiosave intra-aortic balloon pump (iabp) had autofill failure issue. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name : (B)(6). Event site city : (B)(6). A supplemental report will be submitted upon completion of our investigation.